Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4), no code available (hospitalized; intervention performed;elevated liver tests). Component (B)(4) relates to (B)(4) for the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the common bile duct of a cancer patient with a non resectable malignant stricture, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, post procedure, the patient was admitted to the hospital after suffering a fall in his home. The patient was observed and hospitalized for a total of 19 days. On (B)(6) 2010, during the hospital stay, the patient developed jaundice; as his liver function tests were elevated. The physician stated that the patient's progressive malignant disease could have contributed to the event. An endoscopic retrograde cholangiopancreatography procedure was performed where it was discovered that the stent was blocked. A plastic stent was placed within the metal stent in order to treat the jaundice. It was reported that the patient's jaundice has been resolved, and no further intervention is planned. The patient was reported to be in stable condition.